Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. The occlusion, priming and excessive no delivery tests were all unable to be performed due to motor error alarm. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.